Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the control board. No report of patient involvement. Ge healthcare recommended to the hospital to replace the control board. No report of patient involvement.

Event description:
The hospital reported that maintenance was performed on the unit. It was subsequently noted that the unit alarmed for a control board failure. There was no report of patient involvement.